Event description:
It was reported that the patient required a revision surgery. The locking tab on the plate was broken upon going into surgery after the surgeon noticed the screws at c7 were backing out of the plate.

Event description:
It was reported that the patient required a revision surgery. The locking tab on the plate was broken upon going into surgery after the surgeon noticed the screws at c7 were backing out of the plate.

Manufacturer narrative:
The event was confirmed by the stryker rep. A revision surgery occurred and the implants were kept by the hospital. Manufacturing files were not reviewed because no lot numbers were provided the root cause could not be determined from the information provided. Potential root causes include: poor surgical candidate or bone quality. Excessive post-op activity by patient (not recommended by surgeon). Patient does not follow surgeon instructions. Patient over exerts.